Event description:
Patient reported that circumstances were unknown of their ins depleting faster than usual and that they may need a new battery for their controller, patient also reported that they received new recharger and that itis still running low fast. Pt called back in and reported their battery pack still did not hold its charge up. Pt reported the controller battery used to last for 2 weeks now it is only lasting 4 days. Agent sent an email to repair to replace the battery pack.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned they called previously because their battery was depleting within a week and they were sent a recharger replacement. Pt clarified they were talking about the ins battery depleting faster and they had to charge within a week now. Pt confirmed they had not changed the settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial(B)(6) implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned they called previously because their battery was depleting within a week and they were sent a recharger replacement. Agent asked, pt clarified they were talking about the ins battery depleting faster and they had to charge within a week now. Pt confirmed they had not changed the settings. Agent reviewed ins battery depletion depended on settings/usage and redirected to doctor/rep to check ins depleting faster if needed.